Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a 4fr ml catheter had been malfunctioning for three days. They removed the catheter when the patient was discharged, and when they removed it, it was broken at only 7 cm. The catheter was inserted on (B)(6) 2025. The patient was taken to hemodynamics to remove the remainder.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a powerpicc catheter with a break in the catheter tubing. No further details of the break site could be discerned in the returned photograph. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.